Event description:
It was reported that the system 2600 would not fluoroscope. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the reason the system was not fluoroscoping was because it was not fully initializing. The hard disk and scsi controller were replaced and new software was loaded. The system initialized numerous times with no errors. The system was tested and found to be working as intended and placed back into service.